Event description:
It was reported that at follow-up, the patient received inappropriate therapy. Hvli was less than 10 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.